Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue (087). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: review of the black box data and alarm history revealed consecutive call service alarms (087) recorded on february 26, 2015. On investigation, the pump was exercised for 24 hours without duplication of the call service alarm. The pump was found to be operating within the required specifications without malfunction. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.